Event description:
In 2006, the pt underwent the surgery with the g3 long nail. In 2008, when the surgeon found through the x-ray that the nail was broken in the part of lag screw hole. The pt bone was pseudoarthrosis (non union). Thus the surgeon used chs plate in the revision surgery and the surgery was completed without a problem.

Manufacturer narrative:
Add'l info has been requested and if received, will be reported on a supplemental report.